Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date),g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received with a reported unit failure of operation was slow and took a considerable amount of time to complete filling. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed into the cardiosave test fixture and tested the helium reservoir to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed the all manifold test. All tests passed. The fat dept. Then proceeded to boot the cardiosave into clinical mode, and an autofill was performed. The cardiosave was slow in performing an autofill and took a longer time to complete filling. The fat dept. Replicated the complaint that the customer experienced. The helium reservoir failed testing. Probable cause of the slow filling of the balloon is a defective solenoid on the fill manifold. Retaining the helium reservoir in the fat dept. Per procedure. The most probable root cause is component reliability or fatigue. The fse that encountered the issue replaced the helium reservoir assembly (0997-00-0565). The fse believed that the fill manifold was faulty. The unit was then in usable condition and was able to be delivered to the customer without any issues.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fst that during demo test on the day the new product was scheduled for delivery to the customer, the automatic filling of cardiosave intra-aortic balloon pump (iabp) was much slower than normal, and malfunction was observed. No patient involved